Event description:
Customer reported pump battery would not charge and pump screen was dark. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use a different charging cable and wall adapter, but the issue was unresolved. As corrective actions, cts decided to replace the pump and instructed the customer to use mdi as backup therapy. Customer was guided on returning the pump and acknowledged the instructions.